Manufacturer narrative:
Combination product: yes.

Event description:
Out of range shock impedance (greater than 150 ohms) since on (B)(6) 2025 seen on home monitoring. Shock impedance is variable in office with postural testing and isometrics, going between in-range measurements to greater than 150 ohms intermittently. No noise was noted on the far-field or rv channels, however the short intervals lead monitoring trend does show short intervals detected on the rv. The maximum to date is 28 short intervals in one day, so there has not yet been a stored recording to observe these. Lv pacing impedance was also out of range but is using the rv coil as part of the pacing vector, so additional vectors are to be programmed to determine if the out-of-range measurement is due to the rv coil involvement. X-ray to be performed to check pin insertion in the header. Lead is currently implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.